Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the issue was due to insufficient cleaning. In addition, other issues found during evaluation included deterioration due to stress during reprocessing caused by handling, part of the insertion tube is caught and pinched the insertion tube had become deformed due to handling issue, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object due to handling issue, damage or deformation due to physical stress caused by handling, and multiple parts had become loose, deformed, damaged, worn out, or scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope distal end was porous and peels off. The device was returned for evaluation. During the device evaluation, white foreign material in the air or water cylinder and air or water tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the electrical connector guide pin identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.